Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a leak issue. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that a foreign object was inside the nozzle due to insufficient cleaning. Additional findings were as follows: due to a pinhole on connecting tube, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, the connecting tube has a dent, the plastic distal cover end, the light glass-cover glass, the scope connector cover unit, the protector of universal cord on scope-connector side, the universal cord, the image guide protector, the grip, the scope cover, the connecting tube, the lock engagement lever, the free/engage knob, the up/down knob, the right/left knob, the control unit, the scope connector, the adhesive on bending section cover, all have a scratch, the adhesive around light guide lens is peeled, the scope connector has corrosion, the control unit has discoloration, the scope connector is dirty due to water leakage, the adhesive on bending section cover has a crack, the adhesive on bending section cover has a chip, due to wear of angle wire, the play of up/down knob is out of the standard value, the paint on suction cylinder is peeled, and the connecting tube has discoloration. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. Based on the results of the investigation, the foreign material was unable to be specified. Based on the obtained information, the cause of the foreign material remaining was unable to be specified. Therefore, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. This issue is addressed in the instructions for use (IFU): ¿instructions, operation manual of gif/cf/pcf-290 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event.¿ olympus will continue to monitor the field performance of this device.